Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The submitted log files captured a driveline disconnection associated with the reported controller exchange attempt on (B)(6) 2025. Backup battery faults were noted preceding the exchange. The driveline was disconnected on (B)(6) 2025 at 17:57:37 and was reconnected at 17:57:52. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline disconnect was confirmed to be associated with the patient attempting to exchange their controller.

Event description:
It was reported that the patient presented to the hospital to get a backup battery (ebb) exchange due to an ebb fault that occurred the day before. The patient initially thought they were supposed to change their system controller but was re-educated over the phone the night before after they mentioned what they did. The ebb was changed out and no additional problems were noted and the issue resolved after the change out. Log files were sent for review. The log file captured backup battery faults on (B)(6) 2025, at 17:39:26. This was due to the ebb failing the load test. The log file showed the ebb fault at the end of the file as still active. However, it was thought that the battery was changed after the downloaded data was submitted. The driveline was disconnected on (B)(6) 2025 at 17:57:37 and reconnected at 17:57:52. The vad was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the ebb replaced only had 4 months remaining battery life and was previously scheduled for replacement at the patients next appointment.